Manufacturer narrative:
Additional information received confirmed that initial procedure was completed using another implant. Upon reassessment of the event, it was determined that no serious injury has been associated to this event as another implant was placed during the same initial procedure. As a result, this event is no longer reportable as it does not meet the criteria of a complaint. No further medwatch reports will be submitted.

Event description:
Additional information received confirmed that procedure was completed using another implant. No serious injury has been reported associated to this event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an implant (tsvmb11) was unable to be placed into osteotomy. Implant did not achieve primary stability. Site was bone grafted. Tooth location 13.